Manufacturer narrative:
Should additional information become available, this report will be updated.

Event description:
It was reported that premature battery depletion was suspected during a routine follow-up. The device showed 7 months remaining, although it was implanted last year. A copy of device memory was saved and submitted to technical services for analysis. Engineering review of the data confirmed that the battery is depleting abnormally. The pg also recorded telemetry system faults consistent with radio frequency hardware anomaly. Therefore, a technical services consultant recommended device replacement. No adverse patient effects were reported.

Event description:
It was reported that premature battery depletion was suspected during a routine follow-up. The device showed 7 months remaining, although it was implanted last year. A copy of device memory was saved and submitted to technical services for analysis. Engineering review of the data confirmed that the battery is depleting abnormally. The pg also recorded telemetry system faults consistent with radio frequency hardware anomaly. Therefore, a technical services consultant recommended device replacement. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Review of the device memory indicated that a telemetry system fault was recorded. Electrical testing and analysis isolated the product performance issue to an anomaly in the radio frequency (rf) mics module. This anomaly resulted in the observed accelerated battery depletion.